Manufacturer narrative:
(B)(4). A fracture of the sensing pin was noted at 2.5cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate hv therapy.

Event description:
It was reported that the patient received inappropriate shocks. The lead was explanted. The patient was fine after the operation.